Event description:
It was reported that the patient had experienced suicidal ideation, or thoughts of ending her life. A suicide attempt was reported. Patient outcome was not reported. Refer to manufacturer report#: 3004209178-2012-06060.

Event description:
Additional information indicated the patient was part of an outpatient care program. If further information is received, a follow up report will be sent.

Event description:
Additional information received reported that patient's vigilance was increased and unscheduled follow up was been performed. Patient recovered without sequelae.

Manufacturer narrative:
Product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2009, explanted:, product type: extension; product ID: (B)(4), lot#:, serial#: (B)(4), implanted: (B)(6) 2009, explanted:, product type: extension; product ID: (B)(4), lot#: v159340, serial#:, implanted: (B)(6) 2009, explanted:, product type: lead; product ID: (B)(4), lot#: v159340, serial#:, implanted:, explanted:, product type: lead. (B)(4) - (suicide ideation), (B)(4).